Event description:
It was reported that a customer experienced a cracked and shattered touchscreen on their insulin pump, rendering it illegible and unusable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.